Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported uncertainty regarding whether the cannula was properly seated in the infusion site, which may have contributed to the onset of diabetic ketoacidosis (dka) requiring hospitalization. Blood glucose levels and treatment details were not provided. The patient was discharged the same day. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. See b1, b5, d4, h6 and h11 for additional information received on 24jul2025.

Event description:
The patient reported uncertainty regarding whether the cannula was properly seated in the infusion site, which may have contributed to the onset of diabetic ketoacidosis (dka). The patient's blood glucose level rose rapidly, with both her sensor and bg meter reading "high," indicating levels above 600 mg/dl. A ketone measurement taken at home showed 3.4 mmol/l. Upon removing the pod, the patient observed that the cannula was bent. She administered a 12-unit bolus of novorapid insulin via pen, applied a new pod and presented to the emergency room at (B)(6) hospital due to worsening symptoms, including dizziness, nausea, circulatory issues, fatigue, and weakness. She received treatment consisting of blood tests, ketone measurement, and IV fluids. The emergency room visit occurred on (B)(6) 2025, with a total stay of 5 hours. The patient was discharged with a stabilized bg level of approximately 210 mg/dl.